Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they have been trying to continue therapy using arctic sun device for a while now. Earlier they changed the pads because the patient was sweating really badly, and the hydrogel peeled off the pads. Now the flow rate (fr) was 0lpm and they were getting a patient line open alert. There were also two sets of pads in the closet and was not sure why the night shift has used pads in the closet. Inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours 2899.9 and system hours 3672.7. Water level 4 bars. Patient temperature (pt) was 36.3c and target temperature (tt) was 37c. Had nurse stop therapy and empty pads. Pads disconnected, device started in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.8psi, 62 percentage. Connected pads one at a time using proper technique. Left leg (0.8lpm, -7.2psi, 39 percentage), right chest (2lpm, -7.4psi, 62 percentage), right leg (2.5lpm, -7.2psi, 71 percentage) and left chest (3.1lpm, -7psi, 82 percentage). Resumed therapy and flow remained good. Nurse discarded the first set of pads where they stated the hydrogel peeled off and did not have the lot number. Explained that since the patient was below target the water would be warm to bring up to target temperature.

Event description:
It was reported that they have been trying to continue therapy using arctic sun device for a while now. Earlier they changed the pads because the patient was sweating really badly, and the hydrogel peeled off the pads. Now the flow rate (fr) was 0lpm and they were getting a patient line open alert. There were also two sets of pads in the closet and was not sure why the night shift has used pads in the closet. Inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours 2899.9 and system hours 3672.7. Water level 4 bars. Patient temperature (pt) was 36.3c and target temperature (tt) was 37c. Had nurse stop therapy and empty pads. Pads disconnected, device started in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.8psi, 62 percentage. Connected pads one at a time using proper technique. Left leg (0.8lpm, -7.2psi, 39 percentage), right chest (2lpm, -7.4psi, 62 percentage), right leg (2.5lpm, -7.2psi, 71 percentage) and left chest (3.1lpm, -7psi, 82 percentage). Resumed therapy and flow remained good. Nurse discarded the first set of pads where they stated the hydrogel peeled off and did not have the lot number. Explained that since the patient was below target the water would be warm to bring up to target temperature.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.